Event description:
It was reported that the customer stated: "three days after starting to use, air leaked." "Put air into cuff, but could not stop the leakage." "The patient was re intubated; no pt harm."

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.